Manufacturer narrative:
The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B)(6) 2015 navilyst medical complaint report was reviewed for the bioflo PICC product family and the failure mode "hub broken/cracked." No adverse trend was identified. The used sample was returned with an injection cap (not furnished by navilyst medical). The hub was fractured just below the female threads and was returned in 2 pieces. The female luer lock component of the purple valve was confirmed to be cracked just adjacent to the molded parting line. An excessive amount of force would have to have been applied to the female hub such that it cracked and broke into two pieces. The most likely root cause for the crack along the valve parting line is an over-tightened connection with a mating male luer (likely the needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." (B)(4).

Event description:
As reported by user facility in (B)(6), there was a crack in the hub of an indwelling PICC device: "at the time there was no pressure/force placed on the hub, but when accessing saline squired from the side through the crack. The PICC line was removed and ivc inserted to treat pt". It was indicated that the used device would be returned to navilyst medical.

Manufacturer narrative:
The device involved in the reported event is expected to be returned for eval, however it has not yet arrived. Upon receipt of the sample/ completion of the investigation, a supplemental medwatch will be submitted. (B)(4).